Event description:
It was reported that on the sixth firing of the device the staple line had an unformed staple across the jejunum. The staple line was oversewn to complete the case. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.